Manufacturer narrative:
Investigation results: the visual inspection shows that the seal is outside of the deployment tube and cracked. Other observations are that the device was received with the foam collar in place and the tension spring still loaded inside the deployment tube, however, the spring is in such a position in the tube to indicate that deployment was attempted. The failure that the seal did not unfold after it was deployed into the aorta is not confirmed.

Event description:
The hospital reported that during a coronary artery bypass graft procedure, three heartstring seals didn't unfold. A replacement seal was used to complete the procedure. No patient complications were reported by the hospital.